Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) was confirmed. As received, the monitor reset during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A PMA supplement (B)(4) for a design change to address this issue was considered approvable by FDA on (B)(6) 2015. No adverse event resulted from the pulse reset.

Event description:
A us distributor returned a monitor indicating that it failed a pulse test.